Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Photo sample evaluation visual evaluation of the photo samples noted an opened used two way foley catheter with sample port connector. Verified material number for catheter 2758j14 and manufacturing lot number ngjz2841. The third photo shows there is a rupture at the balloon part. The rupture on catheter could be confirmed from the photos provided. This is out of specification per inspection procedure (B)(4), which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Received 1 all-silicone foley catheter with sample port connector. Verified material number 2758j14 and manufacturing lot number ngjz2841. Visual inspection noted the catheter balloon had rupture (measuring 0.4065"). No missing pieces were noted. This is out of specification per inspection procedure (B)(4), which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cuff of the foley catheter was torn and came off during surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the cuff of the foley catheter was torn and came off during surgery.